Event description:
It was reported that on (B)(6) 2025, a 27mm masters valve was selected for implant. There were no issues noted during prep. Once the valve was implanted, it was noted that there was poor opening and closing of the valve leaflets. The device was removed and replaced with a non-abbott valve to resolve the event. The patient was never taken off of bypass. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
An event of valve leaflets were coopting well after implant was reported. The valve was returned with a dislodged leaflet and an intact leaflet. The cuff weas able to rotate freely. The valve was able to be rotated freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm masters valve was selected for implant. There were no issues noted during prep. Once the valve was implanted, it was noted that there was poor opening and closing of the valve leaflets. The device was removed and replaced with a non-abbott valve to resolve the event. The patient was never taken off of bypass. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. The patient is stable.